Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: abdomen"), pelvic pain ("severe pelvic pain") and ovarian cyst ("ovarian cyst") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cyst (vacuum assisted biopsy). Previously administered products included for an unreported indication: norplant from 2005 to 2010. Concomitant products included oral contraceptive nos in 2010 for contraception. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and migraine ("migraines"). In 2011, the patient experienced weight increased ("weight gain / loss (specify which one: weight fluctuation/ weight gain)") and weight fluctuation ("weight gain / loss (specify which one: weight fluctuation/ weight gain)"). In (B)(6) 2016, the patient experienced back pain ("severe back pain/pain: severe back pain") and abdominal pain lower ("pain: lower abdominal"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe/abnomal menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal/heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal/heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), fungal infection ("yeast infection 2-3"), vulval abscess ("vulvar abscess"), uterine leiomyoma ("uterine fibroids"), ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometritis ("mild chronic endometritis"), irritable bowel syndrome ("irritable bowel syndrome") and abdominal distension ("bloating"). The patient was treated with elevit [with fe+fumar,retinol, and others], surgery (patient underwent a hysterectomy with bilateral salpingectomy), surgery (patient underwent a hysterectomy with bilateral salpingectomy) and surgery (patient underwent oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, back pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, headache, weight increased, vaginal haemorrhage, fungal infection, vulval abscess, migraine, uterine leiomyoma, ovarian cyst, dyspareunia, abdominal pain lower, endometritis, irritable bowel syndrome, abdominal distension and weight fluctuation had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fungal infection, headache, irritable bowel syndrome, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulval abscess, weight fluctuation and weight increased to be related to essure. The reporter commented: she notes her chronic abdominal pain started shortly after essure placement a few years ago . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral essure in devices in place current weight: 220 ibs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: back pain, menorrhagia. Most recent follow-up information incorporated above includes: on 29-may-2018: the event term weight fluctuation/weight gain / loss (unspecified) was updated to weight gain / loss (specify which one: weight fluctuation/ weight gain). The onset date of event is 2011. Current weight 220.00 lbs. Approximate weight at the time of essure placement 200 lbs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: abdomen"), pelvic pain ("severe pelvic pain") and ovarian cyst ("ovarian cyst") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included breast cyst (vacuum assisted biopsy). Previously administered products included for an unreported indication: norplant from 2005 to 2010. Concomitant products included oral contraceptive nos in 2010 for contraception. In (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches") and migraine ("migraines"). In january 2016, the patient experienced back pain ("severe back pain/pain: severe back pain") and abdominal pain lower ("pain: lower abdominal"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe/abnormal menstrual pain/dysmenorrhea (cramping)"), menorrhagia ("abnormal/heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), weight fluctuation ("weight fluctuation/weight gain / loss (unspecified)"), vaginal haemorrhage ("abnormal/heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia)"), fungal infection ("yeast infection 2-3"), vulval abscess ("vulvar abscess"), uterine leiomyoma ("uterine fibroids"), ovarian cyst (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), endometritis ("mild chronic endometritis"), irritable bowel syndrome ("irritable bowel syndrome") and abdominal distension ("bloating"). The patient was treated with surgery (patient underwent a hysterectomy with bilateral salpingectomy), surgery (patient underwent a hysterectomy with bilateral salpingectomy) and surgery (patient underwent oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, back pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, headache, weight fluctuation, vaginal haemorrhage, fungal infection, vulval abscess, migraine, uterine leiomyoma, ovarian cyst, dyspareunia, abdominal pain lower, endometritis, irritable bowel syndrome and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, back pain, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fungal infection, headache, irritable bowel syndrome, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulval abscess and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion current weight: 220 ibs. Most recent follow-up information incorporated above includes: on 27-feb-2018: reporter information was updated. This case concerns 36 year old patient. Her demographics were updated. Her historical condition and medication was added. Lab data amended. Concomitant medication was added. Events: abnormal bleeding (vaginal, menorrhagia), yeast infection 2-3, vulvar abscess, migraines/headaches, uterine fibroids and ovarian cyst, migration of essure device location of device: abdomen, dyspareunia (painful sexual intercourse), pain (abdominal lower, pelvic pain, back), irritable bowel syndrome, bloating and mild chronic endometritis were added. All the aforementioned events resolved 1-6 months following essure removal. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), abdominal pain ("severe abdominal pain"), dysmenorrhoea ("severe/abnormal menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), headache ("headaches") and weight fluctuation ("weight fluctuation"). The patient was treated with surgery (on (B)(6) 2016, plaintiff underwent a hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain, abdominal pain, dysmenorrhoea, menorrhagia, vaginal discharge, vaginal infection, headache and weight fluctuation was resolving. The reporter considered abdominal pain, back pain, dysmenorrhoea, headache, menorrhagia, pelvic pain, vaginal discharge, vaginal infection and weight fluctuation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirming full occlusion of fallopian tubes. Incident . No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.